Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device failed to convert the patient out of a vf episode. In clinic dft tests were unsuccessful. Programming changes were made resulting in two successful dft tests. Patient is well.